Event description:
On (B) (6) 2008, the pt reported he noticed liquid bubbles in the cartridge chamber of his insulin infusion device this evening when he tried to give himself a bolus. He stated he does not know how liquid got into the chamber but, when he removed the cartridge, liquid poured out. He said he has switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.